Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes (B)(4) however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes (B)(4) would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported that during a shoulder procedure the customer's lupine spiral fluted drill bit created a small amount of metal shavings in the patient. The sales rep stated that the surgeon stopped immediately and used a shaver to remove all the metal shavings. The sales rep stated that he believes the device is bent. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep was unable to read the lot number for the device but stated that the device is approximately two years and heavily used in the field. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation. The following additional information was received via phone from the sales rep on 09-15-15: the customer&apos;s lupine hybrid fish mouth drill guide (green handle) was used with the drill bit during this procedure. The device will also be returning for evaluation. See associated medwatch # 1221934-2015-00976.

Manufacturer narrative:
The complaint device was received and evaluated visually. Visually it was observed that the distal tip was slightly bent, confirming this complaint. The damage to the tip could potentially cause metal shaving while drilling into the bone. Historically, there are two known root causes for this reported failure mode. One possible root cause is that the end user might have hit hard bone in the joint space forcing the distal end to bend. Another possible root cause is that this instrument was not properly handled during cleaning and sterilization resulting in impact damage to the distal tip of the device. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution in 2010. This reusable device is more than four years and probably has seen heavy use that would contribute to the tip damage. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder procedure the customer's lupine spiral fluted drill bit created a small amount of metal shavings in the patient. The sales rep stated that the surgeon stopped immediately and used a shaver to remove all the metal shavings. The sales rep stated that he believes the device is bent. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep was unable to read the lot number for the device but stated that the device is approximately two years and heavily used in the field. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation. The following additional information was received via phone from the sales rep on 09-15-1205: the customer's lupine hybrid fish mouth drill guide (green handle) was used with the drill bit during this procedure. The device will also be returning for evaluation. See associated medwatch # 1221934-2015-00976.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
The sales rep reported that during a shoulder procedure the customer's lupine spiral fluted drill bit created a small amount of metal shavings in the patient. The sales rep stated that the surgeon stopped immediately and used a shaver to remove all the metal shavings. The sales rep stated that he believes the device is bent. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep was unable to read the lot number for the device but stated that the device is approximately two years and heavily used in the field. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation. The following additional information was received via phone from the sales rep on 09/15/2015: the customer's lupine hybrid fish mouth drill guide (green handle) was used with the drill bit during this procedure. The device will also be returning for evaluation. See associated medwatch # 1221934-2015-00976.